Event description:
Procedure type: gastroplasty. According to the rptr: the reporting person said that during the procedure that occurred on (B)(6) 2013, the stapling was performed normally. But after 24 hrs of postoperative, the pt presented with sudden pain and posterior leakage of cavity enteric contents through the drain. The pt was submitted to surgical revision and the staple line of the first firing was bilaterally opened. The tissues had no signs of necrosis or ischemia in the staple lines. The tissue had a healthy appearance and the staple lines were completely open.

Manufacturer narrative:
(B)(4). Awaiting add'l info for date of death.